Manufacturer narrative:
The battery box has been returned and evaluated by the failure analysis team. The reported failure could not be confirmed or replicated by failure analysis. The battery box was tested, and no issues were found. The battery box was installed into pca si da vinci system, and it powered up with no errors. It passed voltage checks and a power test. The patient side cart (psc) drive was left idle in normal mode for ten minutes and ten power cycles were run with no issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was a non-recoverable 802 error. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and identified the error was pointing to the patient side cart (psc) battery breaker being open. The customer released the patient's bladder with an instrument release kit (irk) in the faulted state and undocked the robot. The tse recommended performing a hard power cycle to try and clear the error. The surgeon was electing to convert the case to laparoscopic. Isi followed up with the initial reporter and obtained the following additional information: four non-recoverable faults occurred intermittently and was a cause for patient concern. The surgeon opted to convert when troubleshooting did not fix the issue which ended up being a battery issue that required replacement. The conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change. Routine inspections were performed on the system and there was one fault that was remedied by restarting the system. The issue occurred intermittently, first was before procedure start but the fault did not have a description, so they restarted, and it went away. Then again about 15 minutes in, and twice more after that. The procedure took longer due to suturing, it was not delayed but extended by approximately 20-30 minutes, also added time due to fault management. The patient did not experience any post-operative complications. The network cord was very old and broken and not communicating errors ¿ this is likely why the battery issue went undetected leading up to the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the battery issue. The fse replaced the battery box to resolve the issue. The system was tested and verified as ready for use. Isi has not received the battery box for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.